Manufacturer narrative:
Based on the claim against the product by the customer noting 25806 faults returned, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse identified 25806 error on startup and replaced the patient side manipulator (psm) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Isi has received the psm part, however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted radical tonsillectomy surgical procedure, the customer reports, 25806 faults returned. The site stated that they tried power cycling the system three times prior to calling in but the issue returned. The intuitive surgical, inc. (Isi) technical support engineer (tse) was unable to review the logs as the system was not connected to onsite. The procedure was completed with no reported injury.

Manufacturer narrative:
The universal power distribution (upd) was returned, and failure analysis confirmed and replicated the reported complaint. The system logs confirmed that error 31221 occurred during the procedure. The upd was installed on the test system and triggered errors 31221 and 319. The led power button was flashing, and red indicators showed on all the system arms. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.